Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bradycardia and the device was found to be in backup vvi when interrogated. The physician suspected battery depletion might be the cause of the backup vvi. No further information is available.